Event description:
Report received of no audible alarm tone. The pump was programmed in continuous mode to deliver an unspecified concetration of cisplatin at an unspecified rate over 3 hours. The container size was between 1000ml and 1250ml. No further programming parameters were provided. A fanny pack was used to house the device and the container. Aproximately 2 hours after the infusion was initiated, the patient informed the nurse that the fanny pack was still very heavy. When thenurse checked the pump, it was noted that the pump's display showed "programming incomplete" and the silence button was flashing without providing an audible tone. It was reported that the solution container was full. Rep;ortedly, the nurse attempted to reprogram the device; however, the device could not be prgrammed. The pump was removed from clinical service. Therapy was resumed with a replacement pump. There were no reported adverse patient effects.